Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. It was reported that the patient stated pocket site pain. A pocket revision was performed. Issue resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977c265, serial# (B)(4). Implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lack of stimulation in the needed area was the lead placement. It was unknown what caused the pain at the implant site. The physician did not want to take surgical intervention with the implant site and determined that the pocket and placement of the battery looked fine. The lead placement was surgically revised on (B)(6) 2019 in order for the patient to receive adequate stimulation. The physician explained to the patient that the implant site placement looked good and properly healed.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not receiving stimulation in the area they wanted it in. The patient also complained of pain at the ins battery site. The rep said there were no known factors that may have led to the issue and the patient never received stimulation in the area they needed it. The rep also said that the lead placement was not giving adequate stimulation in the area the patient needed it. The rep stated that there were several reprogrammings attempted by multiple reps. On the day of the report, the healthcare profession was performing a lead revision by repositioning the 2x8 paddle lead. No further complications were reported.